Event description:
It was reported that a clearlink continu-flo set had a leak during an infusion. The leak was found at the luer lock connection to the catheter. The issue occurred in the operating wing of the hospital. The connections were checked and tightened, however the leaking continued. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). An unused companion sample was returned for evaluation. Visual inspection revealed no abnormalities that could have caused the reported condition. Water pressure testing did not find any leaks. The evaluation of the companion sample could not confirm the reported condition. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Per review of the batch records, for potentially associated lots sr13a17031 and sr13b18045. There was no nonconformance report documented for these lots. All release criteria were met for the build of the lots. A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be submitted.